Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The expiratory cassette was replaced with a known good expiratory cassette. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. Provided ventilator logs confirm the failed internal leakage test during pre-use check. There are no technical error codes in the technical log indicating no ventilator malfunction. Since no parts were returned for investigation, the exact root cause of the failed internal leakage test during pre-use check has not been determined, but the replaced expiratory cassette is most likely the cause of the leakage. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).